Event description:
Change in oir error message for results out of linearity led staff to believe results to be below linearity when in fact results were greater the linearity. Previous lo oir/hi oir message when out of linearity results were obtained. 4.0 software changed this. Trouble shooting info not clear to resolve issue. Told to check abs-found this misleading. Dilution protocol instituted.